Event description:
Info received indicates the siderail is false latching.

Manufacturer narrative:
The technician found the left siderail was bent. The technician replaced the upper rail bracket and installed a latch kit to repair the bed.